Manufacturer narrative:
This report is submitted on 25 june 2020.

Event description:
Per the clinic, the tip of the electrode array was inserted and found to be folded over in the cochlea. The patient underwent revision surgery on (B)(6) 2020, to retract the electrode array which resolved the fold-over, and was inserted back in.